Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover). Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the unit had clouding of vision in the optical system while using the gastrointestinal videoscope. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign material in the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to a crack on the scope connector cover, the up/down knob could not be locked securely due to wear of the forceps elevator lever, there was discoloration on the grip, control unit, switch box, right/left knob and the forceps elevator knob. Switch 1 and the plug unit was damaged. The insulation resistance value at distal end did not meet the standard value due to burn on the plastic distal end cover. The image had a stain due to dirt on the objective lens, the bending angle in up direction did not meet the standard value due to wear of the angle wire, the light guide lens was chipped and the adhesive on the bending section cover was worn. The connecting tube and universal cord were scratch. It is most likely that the reported issue was a result of insufficient reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.